Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study: same case as 6000089-2007-00355, 6000089-2007-00356, 6000093-2007-00484, 6000089-2007-00357. It was reported that 488 days after a coronary drug eluting stenting treatment procedure, the pt expired. The pt presented to the facility 3 days prior to the index procedure, with right lower extremity weakness. During the hospitalization, the pt developed a severe eposide of chest pain with diffuse st segment depressions in the inferior and precordial leads. Troponins were negative. The pt was transferred to the ICU & started on IV nitroglycerin which resolved his symptoms & ECG changes. The pt was transferred to the study site for cardiac catheterization. Lesion 1 was a 2.5mm, 80% stenosed, 11mm long mildly calcified, moderately tortuous portion of the distal right coronary artery (dist rca). The physician treated the lesion with predilatation and successful placement of a taxus express2 2.50x16mm study stent in the target lesion. Lesion 2 was a 2.5mm, 80% stenosed, mildly calcified, moderately tortuous 15mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilatation and successful placement of a taxus express2 2.50x20mm study stent in the target lesion. Lesion 3 was a 2.5mm, 85% , 29mm long mildly calcified, moderately tortuous 29mm long portion of the proximal right coronary artery (prox rca). The physician successfully placed three taxus express2 (2.50x20mm and (2) 3.0x12mm) study stents, which were overlapped by 3mm. There were no further complications. The pt was discharged the next day on plavix and aspirin. The site learned of the pt's death, which occurred 488 days after the initial placement, by locating it on the national death index. The site was unable to reach the family for additional details. There was no autopsy and it is unk if the target vessels were involved.